Event description:
Sorin group (B)(4) received a report that the roller pump displayed a warning message, "failure motor control pump 5." This failure may cause a pump stop. There was no report that the pump stopped. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the roller pump displayed a warning message, "failure motor control pump 5." This failure may result in a pump stop. There was no report that the pump stopped. There was no report of pt injury. Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Details of this incident will be filed in a follow-up report.